Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. The patient's post-operative period was complicated by thrombocytopenia which is a common complication associated with all types of mechanical support devices (including cardiopulmonary bypass and vads) and with medications such as heparin. The root cause of the reported event cannot be conclusively determined. However, there are procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These invasive surgical procedures are associated with numerous risks that can include bleeding, anemia and thrombocytopenia. Bleeding is a known potential complication associated with all patients implanted with vads and in patients receiving heparin. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by a clinical database that a patient developed thrombocytopenia the day after his hvad implantation. At the time of the event, the patient was received a weight-based heparin infusion. Treatment for this event, if any, was not provided. The event was reported to have resolved three days after its onset on (B)(6) 2014. The primary investigator reported that the event was unrelated to the hvad system and related to the hvad procedure and to the patient's condition.